Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the coating of the connecting tube peeling off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted. And no deviations, that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section, during user handling and caused the coating to peel. The events can be detected/prevented in accordance, with the following instructions for use: 3.3: inspection of the endoscope: 4. Inspect the external surface of the entire insertion section, including the bending section and the distal end. For any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts and protruding objects. Olympus will continue to monitor field performance for this device.